Event description:
It was observed that during the device evaluation, that the berkeley safe touch had green, sticky residue and black material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the malfunction green residue on the inner wall of the plastic packaging bag could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.